Event description:
It was reported that a malfunction alarm occurred multiple times. The customer reverted to an alternate method of insulin therapy. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation. In addition to the above, do not expose your pump, transmitter, or sensor to: pacemaker/automatic implantable cardioverter defibrillator (aicd) placement or reprogramming, cardiac catheterization, nuclear stress test. You must take off your pump, transmitter, and sensor and leave them outside the procedure room. Device not returned.